Event description:
The patient's impression of sound has progressively been getting worse and worse. It was at first believed to be a programming issue, however all of these issues have been worked through andwith a number of different map configurations with no appreciable increases in performance. A possible is assumed but has so far not been confirmed.